Event description:
During a post-implant follow-up, high threshold values were observed on the low-voltage lead. Dislodgement was confirmed by imaging and the lead was explanted and replaced. The patient was stable. During explant, blood was noticed in the lead. Additional information regarding the state of the lead before it was discarded has been requested but not received.

Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post-implant follow-up, high threshold values were observed on the low-voltage lead. Dislodgement was confirmed and the lead was explanted and replaced. The patient was stable.